Event description:
The customer took medication at about 6am and did not eat. They went to work and did not feel good and went home early. The customer stated they vomited. They tested blood glucose at 9am and received a result of 330mg/dl. The customer went to the hosp at 9:30am and their blood glucose was 190mg/dl. A lab test was done and the result was 182mg/dl. The customer was given medication for dizziness. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.